Event description:
Several follow up calls were made to the customer to find out about a low blood glucose event that was previously reported. The customer stated that she did seek medical assistance by going to the emergency room. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly. The insulin pump had a stripped battery cap coin slot.